Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The flow sensors had been replaced by the biomedical engineer prior to the checkout. The unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and potentially lost the ability to ventilate. There was no report of patient involvement.